Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician was attempting to stent a moderately calcified lesion in the moderately tortuous left anterior descending (lad). The physician had to cross a saphenous vein graft to reach the lesion site, just past the bifurcation. The physician initially attempted to direct stent with a taxus express2 8.8% 2.50 x 20 mm drug eluting stent, but was unable due to some resistance. The taxus stent was pulled back into the guide catheter and removed all as one unit. The stent became dislodged at the sheath in the femoral artery. Under fluoroscopy the stent was seen in the femoral/hip area. There were no attempts at retrieval and the stent remains in the pt. The physician then predilated the lesion site with a powersail balloon of unk size. A taxus 2.5 x 20 mm stent was placed in the lad. The stent was well positioned and well apposed. The pt's status is reported as "fine."